Event description:
It was reported by the patient that the device had dropped about two inches. The patient also reported feeling a muscle twitching in their chest which had been occurring for about two weeks and happens every day but no specific pattern. Follow up with the clinic indicated that the patient had not been evaluated since experiencing the muscle twitching and the patient had not reported any symptoms at the device check approximately a month prior following the pocket being revised and the device repositioned. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419388 implantable pacing lead (B)(6) 2006; 507652 implantable pacing lead, (B)(6) 2006. (B)(4).